Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys estradiol iii assay on a cobas e 411 analyzer (disk system). Patient 1: initial result: >3000 pg/ml (accompanied by a data flag). 1st repeat result: 156.1 pg/ml (tested with an autodilution by the analyzer with a dilution factor of 1:10). 2nd repeat result: 15.38 pg/ml (tested after replacing a new reagent pack and performing calibration). Patient 2: initial result: 401 pg/ml. 1st repeat result: 516 pg/ml (tested with an autodilution by the analyzer with a dilution factor of 1:10). 2nd repeat result: 514.6 pg/ml (tested with a manual dilution with a dilution factor of 1:10). Patient 3: initial result: 112 pg/ml. 1st repeat result: 370.8 pg/ml (tested with an autodilution by the analyzer with a dilution factor of 1:10). 2nd repeat result: 353.0 pg/ml (tested with a manual dilution with a dilution factor of 1:10). Inconsistent dilution results prompted the repeat of the samples for patient 1, patient 2, and patient 3. The following results were deemed to be correct and reported outside the laboratory: patient 1: 15.38 pg/ml. Reportedly, an amended report with this result was issued. Patient 2: 401 pg/ml. Patient 3: 112 pg/ml.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number was (B)(6). The instrument triggered a dilution for a > value, when a dilution was unnecessary. The customer then replaced the reagent pack with a new one. An instrument check was performed, and it was within specifications. The investigation is ongoing.